Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt became hypotensive and was cramping approx 1 hr into the treatment. He was given a total of 1,400 ml of saline and treatment was terminated early. Pt felt better after termination of treatment. The reported weight loss variance was approx 3.4 kg. Water was noted to be leaking underneath the machine after the pt was removed. There was no serious injury or illness.